Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be april 4th 2024.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the events, (1) a/w-cylinder had foreign material; (2) a/w-channel had foreign material, were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿ IFU states the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope air/water tube and air/water cylinder had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; due to damage on switch, flexible printed circuit; switch4 does not work; due to wear of for lever, upwards/downwards knob cannot be locked securely; grip has discoloration; air/water cylinder has discoloration; switch box has discoloration; air/water cylinder has foreign objects; flexible printed circuit switch had corrosion due to water leakage; scope connector case unit has discoloration; light guide cover glass has stain; light guide rod is damaged; plug unit is dirty due to water leakage; scope cover unit has corrosion due to water leakage; cable unit has discoloration due to water leakage; circuit board unit in scope connector has discoloration due to water leakage; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to wear of angle wire, bending angle in left direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, the play of right/left knob is out of the standard value; air/water tube has foreign objects; distal end cover is shaved; connecting tube has a cut; due to damage on charging coupled device unit, a noise image occurs; and universal cord has stain. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.